Event description:
It was reported a revision surgery due to subsequent dislocation. The liner and cup were exchanged.

Manufacturer narrative:
Please see attached for the investigation results. (B)(4).